Event description:
During preventative maintenance of the device, the hospital trained biomedical engineer reported the roller pump display was blank. As part of the preventative maintenance, the biomed replaced the batteries. The system 1 was left on overnight to fully charge the batteries. The next morning the biomed observed that the cardioplegia pump display was blank but could still be controlled by the central control monitor. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not yet concluded.